Manufacturer narrative:
The initial medical device report was submitted via an alternative summary report under authorization number (B)(4) for manufacturer abbott under registration number (B)(4). The complete device was returned and was found to be normal. No anomalies were found.

Event description:
The initial medical device report was submitted via an alternative summary report under authorization number (B)(4) for manufacturer abbott under registration number (B)(4).